Manufacturer narrative:
The technician found the foot end brake pedal stem was broken. He replaced the brake pedal to repair the bed.

Event description:
Information received indicates when setting the foot end brake pedal, the foot end brake would set but the head end brake would have to be set separately.